Event description:
The customer alleged that when they want to retrieve a metal marker that had fallen off the cassette into the system, they received a small 'shock', when attempting to retrieve the marker.

Manufacturer narrative:
(Method, results, conclusion) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. ((B)(4)).